Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had migrated from the pocket site. Review of a remote transmission also showed that the right ventricular (rv) lead exhibited a decrease in r wave amplitude over time. The device and lead remain in use. No patient complications have been reported as a result of this event.